Event description:
According to the reporter, during a procedure, while on section and making knots, the suture breaks. Tried to open new ones from new boxes, but when it had the same lot number, it broke every time. The nurse afterwards opened some more new unopened boxes, and the same happened to them; as soon as she tried to make a knot and then pull, then the suture broke. It was noted that eight sutures were used and had the same issue. A new suture was used without issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#: d4a3772y) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.